Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogation of the pulse generator, it was discovered that the right ventricular lead exhibited high capture threshold, high pacing lead impedance, and sensing was measured at 11.8 mv. No patient symptoms were reported and the patient was in stable condition. No intervention was performed.